Event description:
It was reported to boston scientific corporation, that during a stone extraction, a uromax ultra dilatation balloon was used to dilate the ureter. During the procedure, the balloon "broke". The procedure was completed with another uromax ultra balloon. There were no patient complications and the patient condition was reported as "fine".

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft. When an attempt was made to inflate the balloon, a pinhole leak was observed approximately 6mm distally from the distal markerband. The device history record review confirms that this device met all material, assembly, and performance specifications.